Event description:
The pt contacted lifescan (lfs) alleging high readings on the meter. The pt rec'd a 535 and a 559 mg/dl on the meter and experienced blurred vision after testing. The pt went to the hosp and was treated with insulin. There is no info on what the reading was on the hosp's device. The test strips were in good condition and not expired. The technique of applying the blood on the test strips was correct. The test strips failed twice using the control solution. Customer service sent the pt replacement meter and testing supplies.